Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump delivered a bolus of four units at 4:15 am. The customer stated that he did not program this bolus to be delivered. The customer only wanted this documented, and did not request a replacement insulin pump. The customer stated that it's possible that the buttons may have accidentally been pressed during the night. Advised the customer to monitor the insulin pump closely and call back as needed. Nothing further was reported.